Manufacturer narrative:
Siemens healthineers conducted a thorough investigation of the reported event. The technical investigation of the belt showed many small cracks on the ribs of the belt. These are signs of ageing and are due to thermo-oxidative processes caused by the influence of temperature and oxygen. A change in the material structure due to ageing processes is usually associated with a negative change in the mechanical properties. This probably also led to the fracture in the present case. The belt became torn due to natural material aging. Currently the belt is checked during regular maintenance and if aging is detected, the belt must be replaced. To enable service personnel for better detection of aging signs in future, the service instruction will be improved including more pictures of samples. : corrected data h7: repair and inspection were checked in the initial report submitted on may 21, 2023. These selections were checked in error. There was no remedial action initiated for the complaint event.

Event description:
It was reported to siemens that a malfunction occurred while operating the somatom scope power CT system. During system calibration without any patient involvement, the gantry rotation belt broke apart. As a result, it pushed the plexi-ring out of its holder and the belt came out of the gantry. There is no report of impact to the state of health of any patient or user involved, however, it cannot be excluded that this situation could have led to any injuries if a patient would have been on the table.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A siemens service engineer has repaired the CT scanner and returned the broken parts for investigation. A supplemental report will be filed upon completion of the material investigation.